Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  The device history record (DHR) for the lot number 30064182l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: 1.non biosense webster, inc. - st. Jude medical brk (407206) transseptal needle; 2.non biosense webster, inc. - mobicath small curve sheath (d140010 lot x4371984); 3.carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis) and vessel perforation (requiring surgical intervention). Post ablation mapping phase, after pvi procedure, the physician attempted to place a coronary sinus catheter (unspecified non biosense webster, inc product) into the coronary sinus for a reference to map an atrial tachycardia. The physician noted resistance with the catheter. It was then noticed a drop in the patient¿s blood pressure and the heart rate increased. Cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove approximately 2 liters of fluid from the pericardium. A perforation to the right inferior pulmonary vein (ripv) was noticed. Surgical repair was required. Extended hospitalization was required as a result of the adverse event for recovery from open heart surgery. The outcome of the adverse event was assessed as ¿life threatening¿. Patient¿s outcome is improved. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk (407206) transseptal needle and a mobicath small curve sheath (d140010 lot x4371984). The generator was in power control mode at 50 watts. The power was not titrated during the ablation. The catheter irrigation was set at 15cc/min. The patient received anticoagulant (unspecified) during the procedure with an activated clotting time (act) of 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.